Event description:
It was reported that during surgery, the dermatome is not gripping the skin properly, making harvesting very difficult. The harvested graft was damaged, and an additional unplanned graft was taken from a different site using another dermatome to complete the surgery. There was patient impact, but no delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.